Event description:
A report was received that the patient was experiencing discomfort due to location of the ipg. It was also mention that ipg gets hot during charging. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively.